Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had a 400cc mentor memorygel breast implant experienced rupture post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No additional event details are available at this time. If additional event details become available in the future, then a supplemental report will be submitted.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On (B)(6) 2022 mentor became aware that the incorrect mre (manufacturing record evaluation) statement was placed in the initial report submitted on that same date. The correct statement is as follows: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.